Event description:
It was reported that the patient received inappropriate shocks. Technical services observed noise on the egm's that was indicative of lead damage. The lead was capped.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.